Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts associated with drug delivery or therapy were found in the device engineering logs. A factory reset was found in the logs on (B)(6) 2023. Audio setting was found to be logged as "high" and all cgm alerts were all on following the factory reset. Body weight was reentered following the factory reset and was updated again on (B)(6) 2024 following alert 95 (check body weight). Data for the described event date of 2024-03-27 was reviewed. Cartridge and infusion set changes were logged on the review date at 6:33am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. No alerts on the review date were marked as "acknowledged" prior to being deactivated. Review of the ilet report shows a period of bg-run mode prior to the low event. When the user's cgm reconnects at 10:00am, the cgm glucose was 383 mg/dl. A "usual" sized breakfast is announced and shortly after the glucose begins to trend downward. The cgm glucose reaches 69 mg/dl by 11:20am and remains in the hypoglycemia range for approximately 2 hours. The cgm nadir was 39 mg/dl with total time less than 54 mg/dl of 60 minutes. The ilet suspended insulin dosing when the cgm glucose was 290 mg/dl and decreasing quickly. The ilet report shows evidence of maladaptive behavior several days prior to the event including overtreatment of lows and, meals being announced late or potentially to correct hyperglycemia, which result hypoglycemia. The report shows previous days where similarly sized "usual" sized breakfast doses were delivered and are not followed by hypoglycemia. Described low event was found following a "usual" sized breakfast meal bolus which requested 14.565 units of insulin. No evidence of device malfunction were found in the engineering logs. The ilet was no longer making basal requests for insulin delivery once cgm glucose readings were decreasing at a rate of at least 2mg/dl. No basal requests were seen being made by the ilet throughout the low event. All low glucose alerts were triggered appropriately. The ilet did not resume basal requests until after cgm glucose was at least 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The cause of the hypoglycemia was likely related to the meal dose that was delivered prior to the event. It is possible that a meal announcement was entered to correct the hyperglycemia and/or the selected meal size did not align with the carbohydrate content consumed. While hypoglycemia occurred during this event, it appears that the low glucose did not cause the car accident and hospitalization. The user reported being coherent prior to the accident and did not experience loss of consciousness or seizure. Failure to not pull the car over to treat the low is the assignable cause to this event as it resulted in the user having to unbuckle their seat belt, take their eyes off the road and ultimately the motor vehicle accident. After the event and discharge from the hospital, the user decided to resume ilet use. Their hcp and certified ilet trainer conducted a full re-start and re-training to ensure the user understands the importance of using the device safely. The hcp will be following the patient closely and will advise them to discontinue the ilet if any maladaptive habits occur this time.

Event description:
On 4/7/24 an ilet user reported they were in a serious car accident on (B)(6) 2024. The user's husband stated that the user had unbuckled their seatbelt to reach for a candy bar and they only would have done this if their blood glucose (bg) levels were low. The user was driving down the road and unbuckled themselves to reach for the candy bar. The user then looked up at the road again to find they drifted too far to the right side of the road, realized they were going off the road, overcorrected to the left and hit an embankment which caused them to flip and roll ejecting them from the vehicle. The user was taken to the hospital by helicopter. Once the user arrived in the ICU, they were given a glucose drip. At the scene of the accident, paramedics checked the user's bg reading and reported that the dexcom continuous glucose monitor (cgm) reading was off by 40 mg/dl. At the time the paramedics arrived, the ilet showed the patient's bg reading was 80 mg/dl. After a fingerstick test, the user's actual bg reading was 40 mg/dl. The user is okay now and in stable condition. The user was hospitalized and has since been released. The user had been disconnected from the ilet since the incident. On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) met with the user and husband in person. The user was still recovering from their injuries including fractured vertebrae, fractured ribs, and hepatic puncture. They still require a neck brace and cane for mobility. The user was still not wearing the ilet. The user will meet with her healthcare provider (hcp) the following week to discuss if they would like to use the ilet again. If the user and the hcp decide that they should resume the ilet, the cds offered to conduct a full in-person training. On 5/1/24 the cds spoke with the user's hcp. The hcp started the user back on the ilet. The hcp provided a full ilet education to the user. The cds reviewed with the hcp what education was provided and ensured that important topics surrounding ilet safety were covered. The hcp has been reviewing the user's ilet data every day since reconnecting. The hcp also confirmed they will instruct the user to disconnect from the ilet if any maladaptive behaviors are demonstrated.